Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to anterior vaginal wall prolapse, cystocele with paravaginal defect, stress urinary incontinence, urinary urgency and frequency. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was also reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was further reported on (B)(6) 2007 the patient underwent a staged interstim implant. Additionally, in 2012, the interstim was revised and replaced. It was reported on (B)(6) 2012 the patient underwent anterior and posterior repair with graft replacement x 2. It was also reported that the patient underwent partial removal on (B)(6) 2012, as per plaintiff profile form. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(6) it was reported that patient underwent interstim stage ii implant of permanent neurostimulator on (B)(6) 2007 due to urgency and frequency. It was reported that patient underwent removal and replacement of peripheral interstim electrode, removal and replacement of peripheral pulse generator and intraoperative programming on (B)(6) 2012 due to malfunction of medtronic interstim. It was reported that patient underwent cystoscopy with botox injection on (B)(6) 2015 due to overactive bladder. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.